Event description:
The reporter stated, that the surgeon was inserting a 16.5 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off prior to insertion into patient's eye. No patient injury. The cartridge used is not recommended for this type of lens.

Manufacturer narrative:
The product pertaining to this claim was not received however, the lens was and, a visual inspection shows a haptic is torn off into the optic of the lens. There is clear and reddish surgical residue on the lens. It should be noted that the injector was not received.